Event description:
It was reported that a balloon burst. A 3.00 mm x 30.00 mm agent dcb was selected for treatment of a severely calcified right coronary artery lesion. The device failed to cross the lesion and burst. The procedure was completed with another of the same device. No patient injury reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Examination of the balloon identified a tear along the entire balloon length and therefore the balloon could not be inflated. In addition, multiple hypotube and inner lumen kinks were noted. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon burst. A 3.00 mm x 30.00 mm agent dcb was selected for treatment of a severely calcified right coronary artery lesion. The device failed to cross the lesion and burst. The procedure was completed with another of the same device. No patient injury reported.